Event description:
On 2024-oct-29 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that their therapy was not working properly and they turned it off. They stated that the impulses in their rectum area made them feel like they had to have a bowel movement which was not what it was supposed to be. Patient mentioned that they talked to their manufacturing local representative (rep) a day after the surgery and they advised them to turn stim off and now they wonder how long they should keep it off. Patient requested a call from their rep. Emailed rep. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they were scheduled to see their doctor on (B)(6) 2024. On 2025-feb-21 additional information was received from a manufacturer representative (rep). The rep reported that the patient was set to have their lead replaced. They initially said it was due to the stimulation being uncomfortable, but then they later noted that the stimulation was more rectal than the patient was used to so the patient was electing to have the lead replaced. On 2025-feb-25 additional information was received from a manufacturer representative (rep). The rep reported that they were notified about the plan to revise the lead on (B)(6) 2025. The rep clarified that the stimulation was not uncomfortable, just that with the patient's first implant, they felt it vaginally and with this one, they felt it rectally and they preferred feeling stimulation like how it was with their first implant.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30fqw, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead section d. Information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.